Event description:
The patient presented with a short aortic neck and a bad aortic neck angle. Excluder bifurcated endoprosthesis placed perfectly, but settled 5mm low. An excluder aortic extender endoprosthesis was placed a bit too high and covered part of the left renal artery. A renal stent was placed in the left renal artery with good results. Angio showed no leak and both internals open with flow to the renals.